Event description:
It has been reported the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4).this is part of recall: z-0642-2013, z-0643-2013.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.